Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the erbe had an error c-83. Tse viewed logs and saw errors m-02, 1-88, c-83 errors. Tse had the customer hard power cycle the erbe; however, the issue persisted. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested with the system. The iesu energized and cauterized all ports and instruments without issue. Root cause is attributed to a defective generator.